Event description:
It was reported and through investigation that a patient with a 25mm 7300tfx mitral valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 8 years and 5 months due to calcific leaflet degeneration, restricted motion with severe stenosis and regurgitation. The patient presented with acute on chronic chf nyha ii. The tmvr procedure was performed successfully with a 26mm 9750tfx valve. The patient was in stable conditions post procedure and discharge on pod #1. Per medical records: tte /tee (9/21/23): showed mitral bioprosthetic leaflets appear thickened and demonstrate restricted motion. Cta: well seated bioprosthesis in mitral position. There is evidence of calcific prosthetic leaflet degeneration without halt. Well seated tricuspid annuloplasty ring.

Manufacturer narrative:
Updated sections: b5, b7, d1, d4 model number, d6a, g3, g4 PMA/510(k) number, g6, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and through investigation that a patient with an edwards perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration, due to stenosis and regurgitation. The patient presented with shortness of breath. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was in stable conditions post procedure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.